Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 559445 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, high short interval counts (sic) episodes, and high threshold. A lead fracture was suspected. The pace/sense was replaced with a new pacing lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.